Event description:
It has been reported the chrome on both siderails is peeling and the siderail latches are broken.

Manufacturer narrative:
The chrome peeling from the siderails is related to the manufacturing process of the siderails at the date of manufacture. A new manufacturing process was implemented in oct 2005 to correct the reported issue. The siderail latch being inoperable is due to customer abuse due to impact damage.